Event description:
The pt implanted with this cardiac resynchronization therapy-defibrillator (crt-d) expired from an unspecified cause. An attorney is requesting analysis of the recalled device; however, guidant resources indicate that the crt-d was buried with the pt.